Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they went through airport scanners with their insulin pump. The customer was advised never to expose the pump to anything that generates a magnetic field such as an x-ray or air port scanner. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error and motion sensor test failed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify motor position encoder error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.